Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) cardiac compass contained invalid data and there was no data showing on the current electrocardiogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.